Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer reported that at 1 am on (B)(6) 2019, the sensor received a ¿hi¿ (readings greater than 500 mg/dl) message which was higher than feels. The customer further reported being unable to self-treat and experienced symptoms of dizziness and a loss of consciousness. The ambulance was called and upon their arrival, a reading of 1.9 mmol/l was obtained on the hcp meter. The customer was diagnosed with hypoglycemia and administered glucose intravenously for treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer reported that at 1 am on (B)(6) 2019, the sensor received a ¿hi¿ (readings greater than 500 mg/dl) message which was higher than feels. The customer further reported being unable to self-treat and experienced symptoms of dizziness and a loss of consciousness. The ambulance was called and upon their arrival, a reading of 1.9 mmol/l was obtained on the hcp meter. The customer was diagnosed with hypoglycemia and administered glucose intravenously for treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Reprogrammed sensor to perform linearity testing and all results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer reported that at 1 am on (B)(6) 2019, the sensor received a ¿hi¿ (readings greater than 500 mg/dl) message which was higher than feels. The customer further reported being unable to self-treat and experienced symptoms of dizziness and a loss of consciousness. The ambulance was called and upon their arrival, a reading of 1.9 mmol/l was obtained on the hcp meter. The customer was diagnosed with hypoglycemia and administered glucose intravenously for treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.